Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they continue to have problems with priming the insulin pump. The customer¿s blood glucose was 30 mmol/l at the time of the incident. Customer also stated that she has received insulin flow block alarms, customer was not able to push insulin so the customer reverted to a backup insulin pump. The customer requested the insulin pump be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected prime/fill anomaly or insulin flow blocked alarm noted during testing. Unit was received with scratched case and minor scratched lcd window.